Event description:
A customer contacted haemonetics on (B)(6) 2011 and reported that a pt underwent a metal on metal total hip replacement (thr) using the orthopat perioperative autotransfusion system and went into cardiac arrest shortly after they were reinfused with washed blood. The pt has subsequently died. No operator injury was reported.

Manufacturer narrative:
Attempts to acquire the clinical details, the machine, disposables and solutions used during the procedure have been made with no info provided to date. The investigation is ongoing. A f/u report will be filed when the investigation is complete.